Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose of 67 mg/dl followed by consumption of multiple high-carbohydrate foods, a missed meal announcement, and subsequent hyperglycemia up to 372 mg/dl while using an infusion set that was later changed; the device did not alert during the low but did alert during the high, and a prior factory reset had been performed on the ilet. Symptoms included no reported clinical symptoms during either episode. Outcomes included non-medical assistance from family out of kindness, oral carbohydrate intake to treat hypoglycemia, and resolution of hyperglycemia after changing the infusion set and resuming insulin, with no medical intervention and no hospitalization. Investigation included user interview, review of reported glucose values and alerts, and troubleshooting and education on allowing post¿infusion set change stabilization and considering temporary pump disconnection with manual injection if needed. Investigation of this case revealed no infusion set defect on inspection, no tubing issue identified, and no device alarms or malfunctions reported during the low; the event was associated with user actions including rapid intake of carbohydrates and a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.